Event description:
It was reported that the ilet user experienced hyperglycemia after announcing a ¿more¿ meal for soft pretzels, with cgm/bgm values showing as 303 mg/dl and 293 mg/dl respectively, and approximately 19 units delivered; the event was attributed to an incorrect meal size announcement rather than a device malfunction. The user later reported return to target glucose range. Symptoms included hyperglycemia, headache, and thirst. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified related to the user interface and an improper or incorrect procedure involving the meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.